Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The initial procedure occurred in 2007. The physician direct stented a taxus express2 3.0 x 28mm drug eluting monorail stent to the 75%-90% stenosed lesion in the mid, left anterior descending (lad) artery. The second diagonal (dx) artery rises into the lesion. The dx itself has approx a 50% narrowing proximally. The stent was deployed at 17 atms and the struts were well apposed and no further expansion was warranted. At this point, a maverick monorail 2.25 x 15mm balloon was used to dilate the ostium of the second dx. The artery was opened, but it looked like there might be some spasms. The recently deployed stent was then dilated in the area where the bifurcation was and where the dx had been dilated. A quantum maverick monorail 3.0 x 15mm balloon was then used to dilate the mid lad. The 75%- 95% narrowing in the middle third of the lad was reduced to less than 20% in the stented area. The dx was still 50% narrowed at the ostium, but this was considered to be due to spasms. No pt injuries or complications occurred. Pt was started on antiplatelet therapy, a statin, an ace inhibitor blocker and nitrates. Medications used during this procedure include: versed, fentanyl and angiomax. Two days post procedure, the pt developed chest pain and an EKG showed st elevation and anterior wall myocardial infarction (mi). Angiography revealed the previously deployed stent in the mid lad was 100% occluded in the body of the stent. The timi flow was grade 0 through the stent. At this point, angiomax and reopro were administered and a maverick monorail ii 3.0 x 20mm balloon was used. The stent opened nicely after balloon dilatation. A quantum maverick 3.5 x 20mm balloon was then used throughout the stent as there seemed to be mild narrowing in the distal part of the stent. After this timi flow was grade 3, the struts looked well apposed and the body of the stent had mild narrowing graded at 20%. The pt was then transferred to the ICU. Plavix was given and aspirin intake was increased to 325 mg. Per day. It was noted that the pt may have aspirin or plavix resistance. No complications were noted. Medications used include; versed, fentanyl, angiomax and reopro.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.